Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed no delivery during bolus procedure. The caller did not know the blood glucose reading. It was also stated that the set was falling off. It was reported that the alarm was resolved by changing the infusion set. The customer did not want to return the reservoir or infusion set for analysis. Advised the customer to call when the alarm occurs again in order to troubleshoot. Nothing further reported.